Event description:
The patient contacted lifescan in 2005 alleging that his one touch fasttake meter was "h_ _ _", indicating that either the ambient temperature or the meter's temperature was too high to perform a test. The meter was replaced since the customer service agent was unable to resolve the message prompt through troublehsooting. The medical affairs specialist spoke with the patient in 2005 to obtain/verify the following information. The patient had not tested for the past 9 months due to the meter prompting different eror messages, in addition to the "h - - " message. He continued taking glyburide twice daily throughout the time of concern. He did not have a back up device or attempt to resolve the issues to test his blood glucose levels. In august, 2005 the patient complained that he had an upset stomach. Without attempting to test his blood glucose level, his wife contactd the paramedics. Within minutes they arrived and transported him to the ER. No tests or treatments were administered prior to being transported to the ER. The ER diagnosis was a heart attch; however, the time of occurence was unknown. He was admitted with a blood glucose level somewhere in the 300-mg/dl-range. He was treated with insulin during his hospitalization. No changes were made to his medication regimen following his release from the hospital. The patient has received the replacement meter and obtained a 185 mg/dl on his first testing attempt.